Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and subsequently passed away. No additional information was provided. A review of pump data will be conducted and the results will be submitted in a subsequent report.